Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to convert rhythm on implantable cardioverter defibrillator (ICD) . The ICD was not explanted or reprogrammed. The patient was in stable condition.